Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the when the customer removed the case from the pump the cartridge was pulled out. There was no reported adverse impact to the customer's blood glucose level. The customer performed a supply change to address the issue.